Event description:
It was reported by investigations from stryker (B)(4), to us: "within the eps feedback form, the following complication was described, the head of the pin partly sheared off and melted. The surgeon could complete the surgery.

Manufacturer narrative:
The device will not be returned for evaluation. If the device or additional information is received it will be reported on a supplemental report.